Manufacturer narrative:
This investigation was completed on 12/16/16. The device history record for the unit(s) listed in this complaint under lot code/work order: 157/130500 on 10/07/15. No abnormalities related to reported incident found nor were there any variances, mrr¿s or reworks associated with this lot/work order number. No service history on file. A two year look back for this reported failure and or related to "80 lb. Torque arm side of the c clamp has flexibility " for this product ID shows that 2 complaints were received, both reported by same customer. No new design or manufacturing trends have been identified. Engineering and quality were not able to confirm the customer complaint. The part was inspected 100% functionally and it passed all its requirements. The unit¿s rocker arm/swivel assembly interface was rotated on its axis as it was locked and unlocked through 360 degrees. Furthermore, the unit was subjected to the lateral movement test and the force pressure test. Lateral movement test: verify free play of ratchet/clamp base within the limit (must not exceed .200¿). Pressure test: the pressure was checked at 20, 40, 60, and 80 lbs. At intervals +/- 4 lbs. Deviation and it was within specifications. In summary, engineering and quality were not able to verify the customer complaint. The unit was inspected to all the requirements and it passed all.

Event description:
This is the second of two reports (same product ID, same product problem, same user facility, different patients). This report is in regards to the second patient (incident details of surgery unknown for this incident). Linked to mfg report: 3004608878-2016-00339. Four doctors all felt that the a3059 mayfield composite series skull clamp system is inferior to the old metal systems; specifically in that the 80 lb torque arm side of the c-clamp has flexibility. They described this arm as ¿having a bend¿ to it when the patient is pinned, especially when the torque knob side is below the locking side when attached to the patient and the majority of the patients head weight is applied to this side of the c-clamp. They have tried to work through this issue, however, they feel there is a design flaw that is causing this ¿bend¿. Today they decided the lateral play posed too much risk to the patient and removed the a3059 for an a1059. They have decided to only use the metal a1059 until this problem is resolved. This issue occurred for 2 a3059 skull clamps.